Manufacturer narrative:
The service inspection found no image appears due to disconnection/short circuit of the image sensor cable. Also there is noise in the image due to scratches on the video connector contacts. Additionally, stress is applied to the video cable due to repeated angle operations, and the internal the coating is conductive with the exterior metal, and the insulation (safety) during high frequency treatment cannot be ensured. The bending section cover, video connector grip, control body, up/down and right/left plate, video connector casing and surface of the light guide coverglass are scratched. The bending section cover glue is missing. The angulation lever is loose. The angulation labeling on the control body are worn. The video connector case is broken/cracked. The free/engage lever has discoloration. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the customer endoeye flex deflectable videoscope was returned to the repair center for a reported "leak¿ which occurred during an unspecified event. Upon inspecting and testing, the service technician found noise is generated when the anglulation is activated and the image disappear. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely a defect of the charge coupled device (ccd) unit or failure of internal board of scope connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-jan-2022.